Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 40 mg/dl at the time of incident. The customer did not provide details regarding symptoms of their low blood glucose episodes. Customer also reported that the insulin pump had received power error detected alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that the notification light did not immediately stop flashing. Troubleshooting was declined for low blood glucose level. The insulin pump will not be returned for analysis.